Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. On the same day as onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. The patient was treated with cephalosporin (route, dose, frequency, and duration not reported). Dianeal therapy was ongoing. The patient recovered from the event and was discharged from the hospital 14 days after admission. No additional information is available.